Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert and button error. The customer's blood glucose reading was unknown. The customer stated that his pump's battery goes down in 2 weeks and sometimes the pump shuts off itself. The customer stated that the up button gave response slightly. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Unit passed the displacement test. Unit received with normal operating current. Unit passed self test. Unit passed off no power test. No unexpected low battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.